Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ineffective therapy and their system was unable to enter MRI mode. Troubleshooting revealed high impedances on the left lead. Additionally, the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg was replaced to address the issue.